Event description:
Pt was brought back to radiology dept. A few days after having a catheter placed. There was bleeding at the entry site and upon further eval the catheter was found to have a crack in the hub which was probably allowing blood to leak through.